Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: post procedure. It was reported that post left internal carotid procedure the patient experienced hypotension which was treated with a fluid bolus. The patient was asymptomatic throughout the hypotensive episode, and reportedly, his blood pressure has improved slightly. The patient was discharged home asymptomatic 2 days post procedure, however, the condition is reported as continuing. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the stent delivery system discarded. The device remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.